Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had an infection at the ins. The hcp stated that the patient is showing an infectious process. Infection was not confirmed. The patient was administered oral antibiotics. No device allegations were made. No further compilations were reported.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional reported that a culture and germ stain were done and no organisms were seen. The patient had the system removed on (B)(6) 2017 and the infectious process was resolved as of (B)(6) 2017.